Event description:
A pt reported experiencing inaccurate erratic results with an ot ultra meter. The pt's blood glucose results were 170 mg/dl (meter), 140 mg/dl (lab). Tests were done less than 10 minutes apart with a difference of 21%. Pt did not experience any adverse events. No further info has been reported.